Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize paddles. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Technical support advised that the customer replace the therapy connector assembly. The customer confirmed that replacing the therapy connector resolved the reported issue. The device was not returned to stryker. The reported issue could not be verified. Root cause is most likely the therapy connector. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted physio-control to report that their device would not recognize paddles. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.